Event description:
Caller reported that the pump battery was not charging, although no power source alert was received. There was no adverse impact to the customer's blood glucose level. The customer attempted to charge the pump using different wall outlets and cables, but these efforts did not resolve the issue. Technical support determined that the pump required replacement and the customer was instructed to store the pump and return it using a pre-paid label, and they planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.